Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition has been confirmed and duplicated. The assignable cause is depleted main batteries. The main batteries and harness have been replaced. Additional: the user interface module master software version is 6.12.00, categorized as unremediated. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).